Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 105 mg/dl, which was treated with manual injection. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 183 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No button error alarm noted during testing. The insulin pump functioned properly during all displacement tests. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.